Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend of the patient) about a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s friend was calling for a list of healthcare providers, because the patient was uncomfortable. It was reported that they thought that their implant was just wearing out as they had it for 10 years. It was reported that the last year or so the patient was in pain which was hard for them to see. The patient¿s friend declined to provide the patient¿s name and they did not know the patient¿s serial/model number of their device or the name of their physician. No further complications were reported/anticipated.